Manufacturer narrative:
Since no product is available to be returned for our evaluation, the complaint cannot be confirmed or denied. Following investigation, which included evaluation of the physician's report, our conclusion as to the probable root cause of the incident appears, at this time, to not be determinable due to insufficient information. Note: items marked ''ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testings were carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.

Event description:
The physician claims that during a femoral to femoral bypass procedure, one of the anastomosis was completed and he was getting ready to tunnel the graft across the groin. When he inspected the length of the graft he found a hole in it. The physician was able to cut the graft in front of the location of the hole. The procedure was completed successfully with the product. The pt is fine, no complications. Updated event description received on 28-mar-2007: the graft was used for a femoral bypass surgery. The doctor claims that after he had performed one of the anastomosis and tunneled the graft across the groin, he noticed blood squirting from a tear in the middle of the graft. The tear was a 3-5mm angular split following, the direction of the beading. The doctor made note that it was not overhandled and nothing came in contact with the graft at that section except his hands. The tear was stitched with 7.0 prolene sutures and surgicel was used to seal the graft and obtain hemostasis. The procedure was completed with this product with no complications. The patient is reported as fine with no hematoma at the surgery site.